Event description:
It was reported by the affiliate that during a low anterior resection procedure there was difficulty removing the device, but once the device was removed, the staple line was examined for leaks and no leaks were detected. Post operatively, stool was found in the surgical drain. An abdominal surgery was performed and the anastomotic site was opened. Unformed staples were found. The site was reanastomosed and a temporary colostomy was performed. There was no other patient consequence reported.